Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the atrial lead exhibited lead noise, which led to several inappropriate automatic mode switch episodes. It appeared that the noise episodes were due to electromagnetic inference. Upon further inspection, it was revealed that the noise was due to pocket stimulation during extreme pocket compression. Programming changes were made; the patient would continue to be monitored. The patient was in stable condition.